Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 2 years and 3 months after the dental implant was installed in intraoral region #19, it was verified its loss of osseointegration. Fourtyfive ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.